Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review procedural media was provided to aid in the investigation and was reviewed by a bsc training team member. Media review confirms the reported leak, but cannot confirm the shift. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037098263. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift. Risk review a risk review was completed and confirmed that the events of implant did not seal and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the device did not seal. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that the closure device was in a poor position and there were multiple leaks. No treatment or intervention has been performed for this event at this time. There were no patient complications that were reported to have occurred.

Event description:
It was reported that the device did not seal. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that the closure device was in a poor position and there were multiple leaks. No treatment or intervention has been performed for this event at this time. There were no patient complications that were reported to have occurred.